Manufacturer narrative:
D9/h3 h3 other text : device not returned.

Event description:
The manufacturer representative reported that the device overheated during a cadaver course at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer representative reported that the device overheated during a cadaver course at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.